Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an unusual waveform was seen on the console and the console alarmed ¿check iab catheter¿. There were reported to be white spots and a pin hole on the y-fitting of the catheter. The iab was replaced and therapy continued. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. No damage was observed on the returned iab catheter. An underwater leak test of the catheter, y-fitting, extracorporeal, pressure and extender tubing was performed but the leak could not be located. The condition of the iab as received indicated dried blood observed within the iab catheter and extender tubing. This most likely caused the reported leak. The evaluation confirms the reported leak. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an unusual waveform was seen on the console and the console alarmed ¿check iab catheter¿. There were reported to be white spots and a pin hole on the y-fitting of the catheter. The iab was replaced and therapy continued. No patient injury was reported.

Manufacturer narrative:
Correction: changed from: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. No damage was observed on the returned iab catheter. An underwater leak test of the catheter, y-fitting, extracorporeal, pressure and extender tubing was performed but the leak could not be located. The condition of the iab as received indicated dried blood observed within the iab catheter and extender tubing. This most likely caused the reported leak. The evaluation confirms the reported leak. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an unusual waveform was seen on the console and the console alarmed ¿check iab catheter¿. There were reported to be white spots and a pin hole on the y-fitting of the catheter. The iab was replaced and therapy continued. No patient injury was reported.